Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2023 to address the issue. Patient has lost weight.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction h10: it was reported to abbott that a patient was experiencing ipg pocket pain. As a result, the physician relocated the ipg pocket approximately 7cm below the original pocket. A device analysis is unable to be performed as the device is still implanted and in use by the patient. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was relocated to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pocket pain in the right buttock. A revision of pocket during the surgery of addition of lead on 04sept2023. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the physician relocated the ipg pocket approximately 7cm below the original pocket. The ipg was explanted and replaced. The issue resolved with sequelae. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.